Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during flight, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The battery socket contacts were replaced as a precaution. The device was recertified and returned to the customer. The battery used at the time of the event was not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.